Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 12 years. Through follow-up with the health-care provider, it was learned that the device was explanted due to bioprosthetic degeneration. The patient had severe aortic regurgitation. According to the operative report, this (B)(6) year-old gentleman initially underwent aortic valve replacement with a pericardial bioprosthesis approximately 12 years ago. Over the last year, he has had recurring bouts of heart failure and has recently been readmitted with class IV heart failure. He had been found to have moderate-to-severe aortic regurgitation secondary to bioprosthetic degeneration. The pericardial valve had calcification in the belly of the leaflets resulting in mild stenosis, but it had a vertical tear at the commissure resulting in a completely flail leaflet. The valve was removed and replaced with another edwards bioprosthesis.

Manufacturer narrative:
(B)(4) - leaflet tear; cause unknown. Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.